Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) smelled a burning smell from the home choice (hc). The event occurring during prime on the hc. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The reported issue could not be confirmed through an event history log review. A visual inspection was performed and no issues related to the report condition were noted. The power on self-test was completed with no issues noted. Functional testing was performed with no issues noted. The reported problem could not be confirmed through a sample evaluation. A device history review and service history review were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A one hour therapy was successfully completed without any alarms. Should additional relevant information become available, a supplemental report will be submitted.